Event description:
Pt got out of bed and in the movement caught the catheter and pulled it partially out to where the balloon was positioned in the penis. Several attempts were tried to deflate balloon without success, i.e. Using syringe to withdraw fluid; needle to puncture line; cut line. Physician was called in and it was necessary to enter thru the side of the penis and aspirate the fluid from the balloon before it would deflate. Pt underwent severe pain during the entire process, however no permanent injury was incurred.